Event description:
A report was received that the patient¿s ipg will no longer charge properly. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. No device malfunction was suspected.

Event description:
A report was received that the patient¿s ipg will no longer charge properly. The patient will undergo an ipg replacement procedure.